Event description:
Med unit responded to a (B)(6) male in cardiac arrest. Pt found in shockable rhythm. Unit charged, but would not deliver shock. Back-up unit applied and pt defibrillated. Resuscitation attempt unsuccessful. Pt pronounced dead in the field. Dates of use: (B)(6) 2008 - (B)(6) 2012. Diagnosis/reason for use: cardiac arrest/cardiac monitoring.